Manufacturer narrative:
(B)(4)

Event description:
This was a lead extraction procedure due to a cied system/pocket infection on an (B)(6) y/o male with a history of cad, previous mi and low ejection fraction. The leads had been in place for 168 months. During the case it was reported that the patient's blood pressure became erratic; the spectranetics laser catheter was not in use at the time. There was no evidence of a tear to the cardiac vasculature. Medical intervention was attempted but was unsuccessful and the patient died. No leads were able to be extracted.

Manufacturer narrative:
Evaluation codes updated to include device and patient codes.